Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a ventricular tachycardia but the device initially diagnosed it as svt but eventually diagnosed it as ventricular tachycardia. Programming changes were made. The device remains implanted. The patient was fine and will continue to be followed.